Event description:
It was reported that left hip revision surgery was performed due to metallosis, elevated cobalt and chromium levels and a pseudotumor.

Manufacturer narrative:
It was reported left hip revision surgery was performed due to metallosis, elevated cobalt and chromium levels, and a very large pseudotumor. During the revision, the r3 liner, r3 shell, hemi head, modular sleeve and threaded hole cover were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This case reports the patient received a left total hip replacement due to osteoarthritis. Implantation difficulty was reportedly greatly increased due to the patient¿s high bmi. The patient underwent revision surgery seven years post implantation due to a reported failed left hip arthroplasty secondary to metal-on-metal complication with adverse reactions to metal debris and osteolysis. During the revision, significant metallosis staining was reported. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. Although it was reported that the cobalt and chromium levels were elevated, no levels were provided. The intraoperative findings of the reported metallosis/stained tissue are consistent with findings associated with metal debris. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant or other factors but the patient¿s bmi and the note of vertical placement of the cup are noted. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. As of today, the devices involved in this revision have not been returned for analysis. Our investigation with the available information suggests a potential root cause of this revision is improper loading of the implants, related to the reportedly vertical placement of the devices and body mass index (bmi) of greater than 50, which will have contributed to the reported revision. It should be noted that the bhr instructions for use (IFU) contains contraindications and warnings that are applicable to this case, including: contraindications ¿ patients who are severely overweight. Improper selection, placement, positioning, and fixation of the implant components may result in early implant failure. Malalignment of the components and/or soft tissue imbalance may cause excessive wear and early implant failure excessive physical activity levels, excessive patient weight, and trauma to the joint replacement may cause early failure of the implant. However, the investigation cannot be fully confirmed without receiving the devices involved or further radiographs of the devices. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 shell, r3 liner, hemi head, modular sleeve and threaded hole cover were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the (known) devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported elevated metal ions, tan-yellow and tan-gray discolored tissue surfaces, staining, titanium debris, and pseudotumor are consistent with findings associated with metallosis and metal debris. However, without the supporting histopathology findings, images or the explant for analysis it cannot be concluded that the clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Serious injury.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis, elevated cobalt and chromium levels, and a very large pseudotumor. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.